Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) it was reported that patient was moving furniture when they suddenly felt a strong painful pulses at their tailbone area and that the strong stimulation sensation was very painful for a while before it just stopped. After that the patient went to check their ins and then they saw a power on reset warning message on the patient programmer screen. No further complications were noted or anticipated